Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) process board isn't working. Unit is down . There was no patient harm reported.

Manufacturer narrative:
The following was performed by technician of the maquet failure analysis and testing (fat) department wayne, nj. The failure analysis and testing department received the following part associated with this complaint: exec. Processor board. This part was received with a reported unit failure message of board is not working. Performed visual inspection of this board received and board looks to be in good condition. Installed the exec. Processor board into the cardiosave test fixture and tested to the factory specifications per procedure and the cardiosave service manual. During test of exec. Processor board, the fat dept. Could not connect board with ethernet ip address. The failure analysis and testing verified the failure message of board not working. Exec. Processor board failed testing. Sending exec. Processor board to the supplier for failure analysis per procedure. The following was submitted by manager of the maquet failure analysis and testing (fat) dept. The fat dept received exec. Processor board from the supplier. The supplier evaluation states the following: 1. Perform visual inspection: result: no defect. 2. Aoi inspection: results: no defect. 3. X-ray inspection: results: no defect. 4. 1-wire test: results: pass. 5. Ict testing: results: ict-0002 - pass. 6. Hipot testing: results: skipped test. 7. Fct testing: result: passed. Results at inspection and test is good and no abnormalities were detected. Board was no trouble found.

Manufacturer narrative:
Additional customer contact phone: (B)(6). A getinge field service engineer (fse) stated as a precaution replaced the executive processor board to resolve ethernet issues. Installed software version b.17 calibrated 30 psi transducer verified unit calibrated and passes all functional and safety tests perfactory specifications, returned to customer and cleared for clinical use.